Event description:
It was reported that the biomed had heating issues in arctic sun device. It has over 2000 hour since the last preventive maintenance and would be giving the 2000 hours preventive maintenance parts info to order. The biomed called back requesting a quote for 2k pm stating they would rather have the device sent in for cost effectiveness. Per investigator notification received on 20jul2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded, the tank seals were lifted, and the chiller molded tube was torn at the evaporator inlet nipple upon removing the lower bracket.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The device was evaluated upon receipt. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Preventatively replaced ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had heating issues in arctic sun device. It has over 2000 hour since the last preventive maintenance and would be giving the 2000 hours preventive maintenance parts info to order. The biomed called back requesting a quote for 2k pm stating they would rather have the device sent in for cost effectiveness. Per investigator notification received on 20jul2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress, the double bend tube and the chiller evaporator outlet tube were expanded, the tank seals were lifted, and the chiller molded tube was torn at the evaporator inlet nipple upon removing the lower bracket.